Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump over-delivered. While the customer was being instructed on the use of the insulin pump by their diabetes educator, the customer complained of pain. The catheter site was removed and the educator noticed that the site and catheter was wet with insulin. The entire reservoir was empty of insulin. The customer's blood glucose was checked and they were then sent to the emergency room due to the risk of a serious hypoglycemic event. No further details were provided regarding the incident. Troubleshooting did not occur. The insulin pump and reservoir were not returned for analysis.